Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider reported that the patient was in the emergency room on (B)(6) 2015 and they had a brain, cervical spine, and thoracic spine MRI. Near the end of the thoracic MRI the patient started experiencing pain in the spine. The MRI was stopped at this point and it was thought that the warming and pain went away after the stopped the MRI. On (B)(6) 2015 the patient had an MRI of their lumbar area. During the lumbar MRI the patient experienced warmth and pain in the lumbar area. The patient was indicated for post surgical neuritis and non-malignant pain. The reason for MRI, cause of the symptoms, and outcome were not reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.